Event description:
A (B)(6) male patient contacted zoll customer support to report that the top part of his monitor comes off when moving around and that some of the wiring is exposed. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (top of the monitor case is loose/exposed wires) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified, but was probably the result of a drop or excessive force. No adverse event resulted from the defective component. The patient received a replacement monitor.